Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that issue with offline station. A technical support specialist examined the station and confirmed that it was offline in the rss. The customer reconnected the ethernet cable, which resolved the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es unit is currently in critical override mode and seems to be unresponsive in terms of communication. Additionally, the refill list for that pyxis is not being updated. A customer has indicated that a user contributed to a delay in the dispensing of medication to a patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.